Event description:
Information was received regarding an unspecified cadd legacy 1 pump. It was reported that the device was not detecting the medication attached to it. No cassette detected. After 3-4hrs of treatment, the cadd pump would beep. There was also no patient, or clinician injury associated with this occurrence. No further details provided at this time.